Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The hcp said the patient (pt) was getting ready to remove the implant because it doesn't work for therapy relief. Pt needed an MRI for diagnostics to help with implant removal, which hasn't been scheduled. Pt wasn't able to connect to their implant because the neurostimulator battery was too low. Hcp said they tried to get in contact with a manufacturer representative (rep), but the rep was unresponsive or had trouble getting there. During the call, hcp was able to connect to the implant and saw that the implant battery was in the red, with the recharger app. Agent instructed the hcp to charge up further to allow MRI mode. Pt never got a recharge belt, but given that all pt needed is to charge up enough today to allow MRI mode, there was no point in sending a belt.